Event description:
It was reported that the pump had a no disposable clamp tubing alarm. The pump alarmed 24 hours after start of infusion. They switched to new cassette and backup pump which is working without issue. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.